Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states that they had an issue with two ez-io needles on the same patient. Once they drilled into the patient, they were unable to detach the needle stylet from the cannula. This resulted in two patients that could not have IV access due to the problem. The patient was transferred to ER, patient is fine. No sample available.